Manufacturer narrative:
If information becomes available will revise accordingly. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing set kinked below the roller clamp.

Event description:
It was reported that tubing set kinked below the roller clamp.

Manufacturer narrative:
Correction: disregard file ( after further review this file is deemed not-reportable as there has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.)